Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing, resulting in the delivery of an inappropriate shock. The patient was reportedly bending over at the time. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service. Additional information was received that this s-ICD was explanted due to inappropriate shock. A different device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing, resulting in the delivery of an inappropriate shock. The patient was reportedly bending over at the time. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service. Additional information was received that this s-ICD was explanted due to inappropriate shock. A different device was implanted and remains in service. No additional adverse patient effects were reported.